Event description:
It was reported that the programmer was unable to interrogate. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to interrogate. It was noted that the programmer printed circuit board (pcb) link electronic module (lem) connector was loose. At analysis it was determined that the programmer finger touch was not working correctly when selecting on the display screen. It was further noted that the cord bay and the keyboard upper case were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.